Event description:
During bootup while in the biomed shop, the thermogard xp ivtm system (sn (B)(6) displayed mid:11 (post nvram) and mid:16 (software) error messages. No patient involvement.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6) displayed mid:11 (post nvram) was confirmed during functional testing, but it wasn't verified in the system's event log data. The root cause of the mid:11 error was the console's display head battery, which had dropped below critical voltage, likely attributed to the device's aging. The device's life expectancy is 5 years. The console was manufactured in 2018 and is over 7 years old. The site's biomed was performing yearly preventative maintenances (pm) but there are no records indicating that this battery had been previously replaced. The reported complaint that the console displayed mid:16 (software) error message was not confirmed during functional testing or review of the event log. However, mid: 16 is also triggered by the low-voltage battery of the display head. The thermogard system failed functional testing upon powering up due to the displayed mid:11 error message, thus confirming the reported complaint. The console's display head battery was replaced to remedy the reported complaints. Mid:16 was not reproduced during testing. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).